Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) therapy to convert arrhythmia. Review of the stored episode noted the rhythm was detected in the ventricular tachycardia vt-1 zone at a rate of 163-171 beats per minute (bpm). Therapy was noted to potentially be inappropriate for possible rapid ventricular response (rvr) due to the atrial arrhythmia. Device is programmed to vvir with atrial sensing off. Received additional information the ICD atrial intrinsic amplitude is out of range at 0.3mv (millivolts). The presenting electrogram (egm) showed isolated undersensing of atrial fibrillation (af). The atrial sensing was turned on at the last in-clinic check with the atrial sensitivity programmed at max automatic gain control (agc) 0.15mv. The device is still programmed to vvir. Lead measurements are stable and battery longevity is normal. The ICD remains in service and no adverse patient effects were reported.